Event description:
It was reported that a patient underwent a robotic laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the disposable had poor blade performance and caused the motor drive unit to slow down. The procedure was completed with another like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation, poor blade performance; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.